Event description:
It was reported that the insulin pump was exposed to fluid and did not function properly. The blood glucose reading was 162 mg/dl. The customer observed screen cloudiness and fluid under the lcd display due to pool exposure. She also stated that the device's screen sometimes went blank and alarmed failed battery test. Confirmed that the insulin pump had not been dropped. No cracks were observed. Advised discontinuation of the device. Nothing further reported.

Manufacturer narrative:
The insulin pump was monitored in 50c oven for several days and no blank display was noted. The device was received with normal operating currents, and no damage on the lcd isolation tape noted. No unexpected failed battery test alarm was noted. The device was, however, received with moisture damage on the motor and lcd glass. No moisture damage found on the mother board, interface board, radio frequency board, battery tube assembly and vibrator assembly during visual inspection. The device was also noted to have a cracked case at the display window corner and cracked reservoir tube lip.